Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3; reference MFR report: 1627487-2018-07623 and 1627487-2018-07624. It was reported the patient's scs system was removed. The date and reason of the explant procedure was undetermined at this time.